Manufacturer narrative:
B2: date of death updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed, and watchman trusteer access system (was) and a 35mm watchman flx pro delivery system (wds) were selected to be used. During procedure the patient was prepared and draped. The right femoral vein (rfv) access was obtained, and a versacross connect was inserted. Heparin was administrated to the patient, and the activated clotting time (act) was 273 seconds. The transesophageal echocardiography (tee) noted the was sheath on the left side prior to transeptal puncture (tsp), and it appeared the physician was passing through the patent foramen ovale (pfo). The was sheath was brought back into the right side, and a second tsp was completed more inferior and posterior. As the dilator was removed from the was and advancing the pigtail catheter over the versacross pigtail wire, st elevation was noted and bubbles in the left atrium and aorta. The patient became hypotensive, tee continued, and bright markers indicated intravenous septum ischemia bubbles and brightness resolved. The procedure continued and a 35mm closure device was inserted and deployed without complications. The position, anchor, seal and size (pass) criteria were met, and the was sheath was removed. The patient was admitted for monitoring. Per good faith effort (gfe) it was confirmed that the patient passed away last week. It was further reported that the patient passed away on (B)(6) 2025 and the cause of death was the air embolism from the watchman procedure.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed, and watchman trusteer access system (was) and a 35mm watchman flx pro delivery system (wds) were selected to be used. During procedure the patient was prepared and draped. The right femoral vein (rfv) access was obtained, and a versacross connect was inserted. Heparin was administrated to the patient, and the activated clotting time (act) was 273 seconds. The transesophageal echocardiography (tee) noted the was sheath on the left side prior to transeptal puncture (tsp), and it appeared the physician was passing through the patent foramen ovale (pfo). The was sheath was brought back into the right side, and a second tsp was completed more inferior and posterior. As the dilator was removed from the was and advancing the pigtail catheter over the versacross pigtail wire, st elevation was noted and bubbles in the left atrium and aorta. The patient became hypotensive, tee continued, and bright markers indicated intravenous septum ischemia bubbles and brightness resolved. The procedure continued and a 35mm closure device was inserted and deployed without complications. The position, anchor, seal and size (pass) criteria were met, and the was sheath was removed. The patient was admitted for monitoring. Per good faith effort (gfe) it was confirmed that the patient passed away last week.

Manufacturer narrative:
B2: date of death is an approximate date as the actual date is not known.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed, and watchman trusteer access system (was) and a 35mm watchman flx pro delivery system (wds) were selected to be used. During procedure the patient was prepared and draped. The right femoral vein (rfv) access was obtained, and a versacross connect was inserted. Heparin was administrated to the patient, and the activated clotting time (act) was 273 seconds. The transesophageal echocardiography (tee) noted the was sheath on the left side prior to transeptal puncture (tsp), and it appeared the physician was passing through the patent foramen ovale (pfo). The was sheath was brought back into the right side, and a second tsp was completed more inferior and posterior. As the dilator was removed from the was and advancing the pigtail catheter over the versacross pigtail wire, st elevation was noted and bubbles in the left atrium and aorta. The patient became hypotensive, tee continued, and bright markers indicated intravenous septum ischemia bubbles and brightness resolved. The procedure continued and a 35mm closure device was inserted and deployed without complications. The position, anchor, seal and size (pass) criteria were met, and the was sheath was removed. The patient was admitted for monitoring. Per good faith effort (gfe) it was confirmed that the patient passed away last week. It was further reported that the patient passed away on (B)(6) 2025 and the cause of death was the air embolism from the watchman procedure. It was further reported that after procedure the patient remained unresponsive, on vent, no meaningful neurological recovery was noted after sedation weaning over past 24 hours, the patient was transitioned to comfort care and was extubated.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.